Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The measurement was 0.116 ohms (specification: (B)(4)). There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the product failed rite electrical ground bond test and passed rite functional test. The assignable cause for rite electrical failed ground bond test is undetermined. The evaluation was discontinued due to cockroach / bug infestation.